Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was stuck in rewind. The customer's most recent blood glucose was around 400 mg/dl at the time of call. Troubleshooting was done. The insulin did not continue to drip after letting go of the act button. The customer stated that the motor slowed down and numbers ramped up on the screen. The insulin pump will not be returned for analysis.